Event description:
Information received indicates the trendelenburg and reverse trendelenburg functions are not working.

Manufacturer narrative:
The technician found the right trendelenburg cylinder was leaking fluid and frozen. The technician replaced the right cylinder to repair the stretcher.